Event description:
It was reported that during use foley catheter faced temperature failure (no response), the healthcare professional was not collecting the actual product; only retrieved the leaflet containing the lot number, which were sending. Please check whether the same issue had occurred elsewhere with the affected lot, and if not, kindly prepare the report immediately

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.